Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, stapled only one side of the two lines. It happened at the third time. The nerve side was completed to staple and just the specimen side was cut. Additional suture was performed. There were no adverse consequences to the patient.